Event description:
It was reported that the patient's implant, and possibly the lead, had a malfunction and was replaced sometime in 2010. The system was going to be analyzed. The patient was not sure of the specific date or further information. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v328474, implanted: (B)(6) 2009, product type: lead. Product ID: 3093-28, lot# v328474, implanted: (B)(6) 2009, product type: lead. (B)(4).